Manufacturer narrative:
During inspection and testing, service also found the plastic cover on the distal end was worn, and the adhesive on the bending section cover was detached. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center with a report of irregularities of the adhesive in the bending section and damage of the distal end. Upon inspection and testing of the returned device, a crack was observed on the distal end cover. This report is being submitted for the malfunction found by service during the device evaluation (distal end cover cracked).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal end received physical stress from being hit, dropped and so on. The event can be prevented by following the instructions for use (IFU) which state: -important information ¿ please read before use: warnings and cautions: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.